Event description:
Reporter states the caregiver removed one of the footrests from the chair and the end user was putting both feet on one footrest, which made the end user to be off balance. The tray table on the end user's chair slid onto the end user and jammed the joystick causing the chair to jerk at an odd angle and it fell off the curb. The chair got caught between a car and a sign post pinching end user's leg. End user has internal and external surgery on the leg. Procedure did not require hospital stay.